Event description:
The hospital biomedical technician reported the ventilator had exhibited an odor of overheating upon power on. The ventilator was not in use on a pt; therefore, there was no pt involvement or harm. The manufacturer's service technician confirmed the customer reported problem. The service engineer replaced the power supply to correct the findings. Damage due to overheating of the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na